Event description:
The pt received two leads with the same lot number. It was reported surgical intervention was undertaken and the scs system was explanted years ago because it did not help with pain relief. The exact date of the removal is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.